Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard expression meter was reading high. She got a reading of 74 on her glucocard expression which she didn't think was correct because she was having symptoms of lower blood sugar. She immediately (within 30 seconds) tested on her old meter and got a result of 54. She then ate a bunch of candy and took fast acting glucose tabs to raise her blood sugar. About 5-10 minutes later after attempting to raise her blood sugar she performed another blood test on her old meter and got a reading of 103. She doesn't have control solution to test the meter system. She has been storing her products correctly and following the correct testing technique. Replacing product.